Event description:
(B)(6) clinical study (B)(4) subject ID: (B)(6). It was reported that following an ablation procedure on (B)(6) 2022 using an intellanav stablepoint open-irrigated catheter, three days later on (B)(6) 2022 the patient expressed that their back pain had worsened. The back pain was pre-existing, however, following the procedure they required an analgesic from their physician. On (B)(6) 2022, patient prescribed tramadol and diazepam. It is suspected that the back pain became worse due to the time laying on the catheter lab table for the ablation procedure. The event is still considered ongoing. The catheter is not expected to be returned as the onset of the event was after the procedure had been completed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.